Event description:
The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to assure the device worked. The physician deflated the occlusion balloon. The physician re-inflated the occlusion balloon to occlude the vessel. The physician performed balloon angioplasty. The physician completed the angioplasty and removed the device. The occlusion balloon deflated unexpectedly. The pt is reported to be fine.